Manufacturer narrative:
Patient city -(B)(6). Since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, it was reported that the infusion set tubing was leaked at the site which results into high blood glucose level at 330 mg//dl. The infusion set was in use for 1 day. Replacement of the infusion set was done. No further information available.